Event description:
A purchasing manager reported that after implantation of intraocular lens (iol), the patient experienced seeing a bar of light across vision, especially bothersome when driving. The lens was explanted in a secondary procedure and replaced with same model lens. The clinical reason for explant was imperfection in iol.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The optic is split from the edge across the center of the lens. A small crack is observed on the optic near the gusset area. Scratches are observed near the area that is split. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. Information was provided that the monofocal toric 17.5 diopter was exchanged for a non-toric 17.0 diopter lens. Due to the exchange of a monofocal toric to a non-toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).